Event description:
Incorrect joint behavior - permanently no swing phase release: when going down stairs, suddenly stiff; no function; stiff position new/additional information regarding severity of injury and medical treatment: hairline fracture of the ulna (x-ray, CT, plaster splint).

Event description:
Incorrect joint behavior - permanently no swing phase release: when going down stairs, suddenly stiff; no function; stiff position.